Manufacturer narrative:
The reported event of inability to pair and ble unavailable on the implanted device was confirmed. The information provided was reviewed by engineering and determined that the device was only advertising once every 2 hours, where it is supposed to be advertising once every minute, resulting in the connectivity issue. The root cause of the 2 hour advertisement was due to the programmer exiting the device ship setting inappropriately.

Event description:
It was reported that a patient presented with loss of ble telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.